Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and angina are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2021, the procedure was to treat a lesion in the second diagonal coronary artery. The lesion was 10-20 mm, afferent, with mild tortuosity and no calcification. After optical coherence tomography (oct) confirmed the lesion, pre-dilatation was performed with a semi-compliant balloon and a 2.5x15 mm xience skypoint stent was implanted, followed by post-dilatation. The stent implantation was successful. When the patient was seen for twelve month follow-up, there were no abnormalities noted. On (B)(6) 2022, the patient had chest pain and upon examination there was in-stent restenosis (isr) in the second diagonal artery. Revascularization was performed with a drug coated balloon. The patient was compliant with dual antiplatelet therapy and at the time of the event, prasugrel was resumed. No additional information was provided.